Manufacturer narrative:
Insulin pump received with no button responses due to a flattened dome switch. Unable to perform the prime, displacement, basic occlusion or excessive no delivery tests due to the keypad anomaly. A cracked reservoir tube lip, scratched display window and cracked reservoir window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and the device alarmed button error. The blood glucose reading was 25.9mmol/l. The caller mentioned that sometimes the insulin pump does not deliver insulin, and the up arrow was not responding. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.